Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok¿ disposable syringe had discoloration in the barrel. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
One loose 1ml ll assembled syringe was received and reported to be from batch #7291736. The sample was visually evaluated. Light brown embedded foreign matter was observed in the barrel wall in several spots larger than level 3 in size. Sample barrel was from mold c08, cavity #8. The foreign matter observed is rejectable per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The aql for embedded foreign matter is 0.65%. (B)(4). No corrective actions are necessary based on the defective rate identified potential root cause for the foreign matter defect is associated with the molding process.

Event description:
It was reported that a bd luer-lok disposable syringe had discoloration in the barrel. There was no report of exposure, serious injury or medical intervention.